Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulty was found when placing the pacing lead. The electrical measurements were found to be well below the standard. The lead was explanted and replaced. The replacement pacing lead electrical measurements values exceeded the standard value. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.